Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was 400 mg/dl at the time of the incident and current blood glucose was 158 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated display was blank currently. The customer was treated with insulin pump. Customer will return device for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. No cosmetic damage noted.